Manufacturer narrative:
A ge service representative performed an onsite investigation and the reported issue could not be duplicated. The service representative retrieved the log files and replaced the interconnect cable. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a communication error message. No pt injury was reported.